Event description:
In 2009, the patient reported that she had had to change her infusion site 4 times in the past week. She stated that every day after showering, she notices the infusion site adhesive is peeling off of her skin. She stated that she developed a red bump at one infusion site that "looks kind of icky." She does not believe it is infected. She uses alcohol prep wipes before attaching the infusion site to her skin. She was educated on infusion site rotation. She was sent information on infusion site management and courtesy adhesive dressings. Upon follow up about one week later, the patient stated that she began using the adhesive dressings and has had no further issues. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.